Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to user concern on (B)(6) 2019. There were no allegations of malfunction on the device. Patient was stable and discharged.

Manufacturer narrative:
The device functionality was tested in the lab and was normal. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device was tested on the bench and using automated testing equipment, and no anomalies were found.